Manufacturer narrative:
B3: event date is unknown. H3: product analysis # (B)(4): product:9560524, lot no: my21e001 analysis confirmed that the handle screw was stuck in the threaded part at the end of the cable during the inspection at the time of acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, user facility, service & repair) regarding a flex arm having spinal therapy. It was reported that the plastic washer was broken. The event occurred during pre-op and there was no patient involved in this event. There were no further complications reported regarding the event.